Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. On 08/05/2025, it was reported by email from eli lily that the patient stated he was sleeping, then cgm alarm woke him up around 3:30 pm. The alarm was not specified. The patient got up too fast, fell, got dizzy, lost consciousness (loc) and hit the face. The cgm was reportedly in the 60's for six hours until around 3:30. Compression low was questioned. The physician was not sure it was severe hypoglycemia. Blood glucose meter (bgm) was not performed due to loss of consciousness. The patient self-treated with orange juice, he required assistance of another person to treat the event and then, and he recovered. Per documentation, it was unclear which brand cgm the patient was using and follow up attempts were reportedly unsuccessful in attempt to clarify. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). Medwatch report ((B)(4)) a3a sex - correction. B5: describe event or problem - correction. Primary UDI number - correction. E1 initial reporter establishment name - additional information. E1 initial reporter first name - correction. E1 initial reporter last name - correction. E1 initial reporter street line 1 - correction. E1 initial reporter city - correction. E1 initial reporter zip code - correction. E1 initial reporter telephone number - correction. E4 initial report also send to FDA - additional information. G2 report source - correction/additional information. G2 report source other - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. Concomitant medical products - correction. H10: related report numbers. H11 additional narrative.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. It was reported by eli lilly and company, along with an accompanying medwatch report ((B)(4)), that the patient experienced inaccurate cgm values. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was reported by eli lilly and company, along with an accompanying medwatch report ((B)(4)), that the patient experienced inaccurate cgm values. According to the report, on (B)(6) 2025 the patient stated he was sleeping, then cgm alarm woke him up around 3:30 pm. The alarm was not specified. The patient got up too fast, fell, got dizzy, lost consciousness (loc) and hit the face. The cgm was reportedly in the 60's for six hours until around 3:30. Compression low was questioned. The physician was not sure it was severe hypoglycemia. Blood glucose meter (bgm) was not performed due to loss of consciousness. The patient self-treated with orange juice, he required assistance of another person to treat the event and then, and he recovered. Per documentation, it was unclear which brand cgm the patient was using and follow up attempts were reportedly unsuccessful in attempt to clarify. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 investigation conclusion - additional.